Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the emergency room with no pacing. Inter- rogation found the device in back-up mode. The physician elected to replace the device.